Manufacturer narrative:
The device was not returned for analysis. Attempts were made to obtain additional information; however, the attempts were unsuccessful. If additional information is received a supplemental report will be submitted. Product event #(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during embolization of an arteriovenous malformation, the catheter broke when it was attempted to be retrieved. Attempts were made to retrieve the separated segment but were unsuccessful. The segment was reported to have been left in place within the vertebral artery. The patient needs to have a daily dose of aspirin as a result of this event. Patient.

Manufacturer narrative:
The microcatheter was not returned for analysis. Based on the reported information, the customer¿s report of ¿separation¿ could not be confirmed and the cause could not be determined. Per the marathon flow directed micro catheter instructions for use: ¿if catheter entrapment is suspected (with any embolic agent), fast catheter retrieval technique may result in catheter shaft separation and potential vascular damage. Should catheter removal become difficult, the following will assist in catheter retrieval. Assess the following parameters by observing the distal shaft of the catheter: vessel straightening; traction on embolic cast; catheter tip releasing from embolic cast. Further traction (of 3-5 cm) may be applied gently if necessary to transfer distal catheter shaft. Hold this traction for a few seconds and release. Assess traction of vasculature to minimize risk of hemorrhage. This process can be repeated intermittently until catheter is retrieved. Note: do not apply more than 20 cm of traction to catheter to minimize risk of catheter separation. Under some difficult clinical situations, it may be safer to leave a flow-directed catheter in the vascular system rather than risk rupturing the malformation and, consequently a hemorrhage, by exercising too much traction on an entrapped catheter. This is accomplished by stretching the catheter and cutting the shaft near the entry point of vascular access allowing the catheter to remain in the artery. If catheter breaks during removal, distal migration or coiling of the catheter may occur. Same day surgical resection should be considered to minimize risk of thrombosis.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.